Event description:
During a robotic laparoscopic prostatectomy, 5mm versastep cannula was utilized. Staff stated the poole suction instrument used through the port became stuck and when trying to move it "blue pieces" from the port fell into the patient (which were removed).staff reported that the reprocessed versastep 5mm have a too small an opening to accomodate the robotic laparoscopic instruments. An inner seal then breaks and small blue pieces fall out of port.